Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6721m-50 x 2 lead, implanted: (B)(6) 2009; 429688 lead, implanted: (B)(6) 2014; dtba1d1 ICD implanted: (B)(6)2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing which led to pacing inhibition. The lead was capped and replaced. No patient complications have been reported as a result of this event.